Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 535mg/dl. It was reported that the infusion set was inserted three days prior to his admission. It was stated that the customer may have changed only the infusion set and not the site. Explain to customer that the infusion set should be changed as well to rotate the site. Troubleshooting was performed. Reviewed the settings and noticed in the daily totals that the customer is delivering more insulin than normal. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.